Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-02754. It was reported one of the patient's leads had migrated and a new lead was being added to provide effective coverage. The patient underwent surgical intervention where the migrated lead was explanted and replaced and a new lead was added. Reportedly, the patient now has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.